Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome and spinal pain. The hcp requested MRI guidelines. They reported that the patient had a spine scan last year, and told them that their device wasn¿t working, and they weren¿t using it any longer. The hcp was unsure if the device still isn¿t working. Technical services reviewed the possibility of overdischarge and redirected the patient to follow-up with the healthcare provider to address the device issue and confirm eligibility. No further complications were reported or anticipated.